Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 5 mg/ml morphine at 3.7004 mg/day and 250 mcg/ml clonidine at 185.22 mcg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the pump was heard alarming and the patient was having increased pain. The pump logs showed a motor stall occurred on (B)(6) 2017 at 06:58. Emi or other magnetic interaction was denied and the patient had not recently had an MRI.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.